Event description:
It was reported that the procedure was a ptca direct stent procedure to treat a lesion in a heavily tortuous and calcified lad near the 1st diagonal. When the device would not corss the lesion, an attempt was made to remove the device; however, the stent was stripped off the balloon, near the ostial lad. Instead of a snaring attempt, another company's dilation catheter was inserted to capture the stent. The balloon was slightly inflated to retract the stent, but the stent was stuck, so the balloon was inflated further to expand the stent at that location. At this point, the case was aborted. No patient effects were reported.